Event description:
Customer reported an increase in positive samples from their sars-cov-2 tma runs on panther instrument sn (B)(4). (B)(4) using assay lot 289484 was reviewed as part of a general log review to identify any possible contamination. The wl in question had 64 positives out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no obvious instrument or reagent preparation issues. The wl in question had multiple racks with a majority positive samples. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings, suggesting that sample mishandling during transfer from hood or racking area was causing the issue. Pas suggested cleaning their work areas and ensuring their workflow would not introduce contamination. Ts relayed pas's review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.